Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a battery failure and charger clip error codes were found in the device's error log. The power management board needs to be replaced to resolve the issue. No repairs were performed. The unit has been scrapped.